Event description:
The nurse of a (B)(6) old male pt called into zoll lifecor customer support to report that the pt's response buttons were not working. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective monitor.